Event description:
Reference number (B)(4). Event occurred in colombia, it was reported that patient faced an event of diabetic ketoacidosis on (B)(6) 2024. Patient was hospitalized. The duration of hospitalization was greater than 24 hours. Blood glucose level was 283 mg/dl at the time of the event. Patient was found positive for ketones level. Patient was treated with insulin by using injection. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: colombia. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.